Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery was unable to hold a charge despite being on the battery charger for 4 plus hours. The status light was flashing red when it was connected to any port on the charger. The battery did not provide power when placed on the other controller port. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was able to charge and provide power, however, testing revealed abnormalities regarding the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Analysis of the log files pertaining to the controller in use during the reported event revealed a critical battery alarm on (B)(6) 2018. During the critical battery alarm, the battery depleted from 24% to 9% within 12 minutes. The rapid drop in the battery capacity is indicative of an estimation error. This observation is also related to the observed rsoc abnormalities found during testing. Additionally, functional testing revealed that the led indicators were not responding when the gas gauge button was pressed. Supplemental testing revealed a faulty ribbon cable assembly that connects the led gas gauge display to the printed circuit board. The patient most likely perceived this as the battery not holding charge. As a result, the reported "battery not holding charge" was confirmed. However, the re ported "battery flashing red" and "battery unable to power the controller" could not be confirmed during bench testing. The most likely root cause of the observed abnormality in the battery's rsoc can be attributed to an estimation error which caused the battery's capacity to drop abnormally triggering a critical battery alarm. The most likely root cause of the led display error can be attributed to a faulty ribbon cable assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.